Manufacturer narrative:
(B)(4). According to information supplied to trackwise, this product is not being returned for evaluation. As the devices have not been returned for evaluation the customer complaint could not be confirmed and the cause of this complaint could not be conclusively determined.

Event description:
Cook ireland reported for the customer, "the product was placed in the patient and the catheter broke. The product was placed in (B)(6) 2012, the rep was not informed until (B)(6) 2013. Follow-up examination showed the catheter broke." More information will be provided by rep. After he has spoken in person with (B)(6) on (B)(6) 2013. (B)(6) notified rep of the incident."